Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty in removal and stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 2.25x20mm emerge balloon catheter was advanced for pre-dilation but failed to cross the lesion. The device was exchanged with a 1.5x15mm emerge balloon catheter and pre-dilation was performed. Additional dilation was performed using a 2.25x20mm emerge balloon catheter. Then a 28x2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient to perform additional dilation using a 2.25x20mm emerge balloon catheter, resistance was encountered and it seemed the device became stuck with the tip of the guide catheter. The device was removed from the patient without additional intervention. The device was checked outside the patient and it was then noted that the proximal strut of the stent was deformed. The stent was exchanged to another of the same device. Additional dilation was performed several times using a 2.25x20mm emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.